Event description:
International affiliate reports the valve was programmed to 70mm h2o when implanted. When checked in may 2003, the valve showed 30mm h2o with no known change in between. The device was explanted and replaced.